Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was 67-422 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.